Manufacturer narrative:
Investigation was completed and no product was returned. Hematoma/ major bleed: the cause of the injury was not determined since product was not returned and insufficient clinical details provided. Device history review was completed and passed all the post sterile inspection checks.

Event description:
The patient was placed onto impella support due to heart failure / cardiogenic shock. While on support, patient was bleeding from the groin and was taken to operating room for vascular repair and hematoma evacuation. Patient has received several units of blood products and albumin. The patient was weaned successfully and survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.